Event description:
It was reported in april that the pt was going through withdrawal. It was later reported in august that an alarm was not heard, but was confirmed by telemetry. The pt was travelling approx 6 months before the event was reported, did not hear the alarm, missed the refill, and subsequently went into withdrawal. When the pt went to the clinic "they could not get the alarm to work." This happened again a month before the event was reported. The drug used in the pump at the time of the event was hydromorphone. Additional info has been requested; a follow-up report will be submitted if additional info becomes available.

Manufacturer narrative:
(B)(4).